Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of infusion set's cannula being kinked on (B)(6).2024. The issue led to an increase in blood glucose level, which was treated with manual injections. The set was found to be kinked after being in use for 2 days. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.